Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator implant procedure. During the procedure, the physician noted that it took more turns than normal to extend the helix of the pacemaker lead. After finding a good position for the lead with acceptable r wave, the lead exhibited complete loss of signal when the helix was extended. Positioning the lead at another location was attempted but the same anomaly was observed. A different lead was then used to complete the procedure without further incident. There were no adverse consequences to the patient.